Event description:
It was reported that a physician performed uneventful clip deployment of the right common femoral artery (rcfa), which was described as not calcified, after a coronary angioplasty procedure using a starclose se device. The patient was under heparin, integrilin and plavix. Reportedly, the clip was deployed uneventfully, however a few hours later the patient's blood pressure dropped. A femoral angiogram showed a retroperitoneal bleed. The starclose se clip was observed at about 1 cm away from the rcfa. Blood transfusion was done and the integrilin was turned off. The patient did not experience any adverse sequela. The hospital stay was not prolonged by this issue, since the patient was going to be kept overnight due to the nature of the index procedure. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Lack of hemostasis due to clip dislodgement can occur due to numerous factors including, but not limited to: manufacturing issues, user technique such as inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment; can potentially cause the experienced event. However, no information regarding user technique was reported. Patient anatomy could play a role in clip dislodgement, but in this case, except for lack of calcification in the artery, no patient anatomical information has been provided. A review of the lot history record and a similar incident query were not performed because the device lot number was not identified. The product was not returned for analysis, which may have aided in the investigation. A conclusive cause cannot be determined for the reported clip dislodgement. There is no indication of a product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.